Event description:
It was reported air bubbles were present in the pt line and moving through the tubing. Customer's blood glucose level remained constant at 200 mg/dl. Air bubbles were primed out during troubleshooting.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.